Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention from emergency medical services with hypoglycemia. The patient's blood glucose levels declined to 2.9 mmol/l (52 mg/dl) while wearing the pod on the abdomen between 25 and 36 hours. The patient used novorapid insulin and had the system in automatic mode without activity mode enabled. The patient was treated with unspecified intravenous injection. The patient was discharged 1.5 hours later. The pod was removed and the patient no longer has the pod.